Event description:
It was reported that the surgeon was performing an abdominal surgery when the instrument broke. A search of the surrounding surgical site and the operating room was initiated. Since the piece could not be found, an x-ray examination was performed, and the risk management form was completed in accordance with hospital guidelines. The surgeon informed the patient one day after the surgery. The operation was completed without harm to the patient. However, the broken piece was not detected.